Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2009-05645 addresses the associated device. It was reported to boston scientific corporation that two ultratome xl sphincterotomes were used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2009. According to the complainant, the physician positioned the sphincterotome at the common bile duct. However, when the physician attempted to activate the ultratome xl sphincterotome, it would not bow. There was no visible damage to the device and the pull wire appeared to be intact. The device was removed from the patient. A second ultratome xl sphincterotome was opened and tested outside of the patient and failed in a similar manner. There was no visible damage to the packaging of any of the devices. The procedure was completed with a third ultratome xl sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Unable to bow. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).